Event description:
I had essure implanted and the dr. Tore my uterus and then since then I have had on-going pain, headaches, bleeding with clots, my uterus is enlarged. It has been a nightmare since the day it was implanted. I am not myself and in pain every day.